Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial # (B)(4), description: linear st lead, 50cm. Additional information was received that the patient's leads were replaced due to a loss of stimulation. The patient had multiple falls and wanted the leads replaced. The physician did not suspect device malfunction. The patient was doing well post-operatively. The explanted devices will not be returned.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.